Event description:
Note: no patient involvement. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacture report # 3005099803-2009-01451. It was reported to boston scientific corporation in 2009, that two radial jaw 4 single use biopsy forceps jumbo devices were to be used during a colonoscopy procedure performed one day prior. According to the complainant, upon opening the first device, the pull wire was found to be broken. The site indicated that the distal end of the jaw was hanging off to the side. A second device was opened and the pull wire on this device was broken in a similar manner. The packaging appeared fine. The procedure was completed with a third radial jaw 4 device without complication.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.